Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the metal tip on harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed.